Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads and cracked case near display window corners noted during visual inspection. No button response and button error alarm due to corroded keypad traces.

Event description:
The customer's parent reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 217 mg/dl. Troubleshooting was performed. The device was returned for analysis.